Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with symptoms of fatigue, dyspnea, and diaphragm palpatations. Upon review of a remote transmission, it was noted that the right ventricular - rv lead exhibited intermittent capture and diminished r-waves. Upon interrogation, it was noted that it was noted that the rv lead exhibited no capture at max output pacing and sensed no intrinsic r-waves at max sensitivity. A chest x-ray and cat scan was performed. The patient presented for a lead extraction (B)(6) 2020. The rv was explanted and replaced. The patient was in stable condition during and after the procedure.

Event description:
It was reported that the patient presented to the emergency room with symptoms of fatigue, dyspnea, and diaphragm palpitations. Upon review of a remote transmission, it was noted that the right ventricular - rv lead exhibited intermittent capture and diminished r-waves. Upon interrogation, it was noted that the rv lead exhibited no capture at max output pacing and sensed no intrinsic r-waves at max sensitivity. A chest x-ray and cat scan was performed and perforation was found. The patient presented for a lead extraction (B)(6) 2020. The rv was explanted and replaced. The patient was in stable condition during and after the procedure.